Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further described as "the patient disconnected from the transfer set and did not put on a mask". The peritonitis was manifested by abdominal pain, nausea, and vomiting. On the same day as onset, the patient was hospitalized for the event. On an unreported date the patient began treatment for the peritonitis with unspecified antibiotics, intraperitoneally, for twenty one days. Three days after being admitted, the patient was discharged from the hospital. Twenty four days after the onset of the peritonitis, the patient was recovered from the event. No further information was provided. On an unreported date, the patient was re-educated on aseptic technique including "the importance of placing the mask on prior to handwashing and disconnection from the patient line". No additional information is available.